Event description:
Immediately after transseptal puncture and flushing, a transient level drift of st-segment of ECG was noticed, maybe due to a gaseous microemboli. The drift disappeared and the procedure was carried out without any reported patient consequences. (B)(4).

Manufacturer narrative:
Additional information from customer (affiliate): they used the medtronic brockenbrough needle. They always use this needle with the preface. No issue was noticed during sheath preparation. According to the physician the issue can be caused by a defective valve in the preface sheath that allowed some air to enter. The preface sheath was introduced in the right atrium and the air was aspirated from the valve. After transseptal puncture preface sheath was introduced in left atrium. At this point an st-segment elevation was observed on the patient's ECG. The elevation disappeared by itself and the patient didn't have any reported consequence. The procedure was afib and the event did not require intervention or hospitalization. The outcome of the adverse event was fully recovery and the prognosis for the patient is excellent. The causality of adverse event was possibly device related. (B)(4).